Manufacturer narrative:
Investigation results: dentsply sirona china. The device is under maintenance and was sent to our dealer (B)(4) for repair. (B)(4) feedbacked that the fault is due to loose contact at the connection between the motor and the handle. Additional information received that there was no injury that occurred. This is a follow up report that include the investigation results and additional information. With receiving the additional information, codes that were previously submitted in the initial MDR need to be corrected. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580. Health effect - impact code - 4648. The correct codes for this complaint are: health effect - clinical code - 4582. Health effect - impact code - 2199. This is a follow up report for this corrected information.

Event description:
In this event it is reported that a x-smart w/contra angle eur stopped during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.